Manufacturer narrative:
The reported failure of a ventilator stopped providing ventilation with audible alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a ventilator stopped providing ventilation with audible alarm. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.